Event description:
It was reported that a force sensor occurred. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with tamper seals intact; cracked on right plunger case. There was evidence of the error in the event history log. Force sensor test error was found at power up and unable to calibrate the force sensor. The plunger assembly was found with fluid ingression, which was the cause of the reported problem. For corrective action the whole plunger assembly was replaced. The root cause of reported problem was traced to customer damage/fluid ingression. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 3500.